Event description:
On a routine assessment, the bedside nurse observed that the peripherally inserted central catheter (PICC) line tubing was cracked at the junction between the tubing and the port cap. The line was changed. There was no harm to the patient due to this event.